Event description:
Information received from the field notes that interrogation revealed that the device was in back-up mode. Several attempts to perform a software download were unsuccessful. The patient was pacemaker dependent. An ECG showed intrinsic activity of about 63 ppm without any evidence of pacing. The patient had a CT scan done in december 2001. The device was subsequently replaced.